Manufacturer narrative:
The device has been received and device evaluation anticipated, but not yet begun. Upon completion of the device evaluation a supplemental report will be filed.

Event description:
Medtronic received information that during coiling treatment of cerebral aneurysm, this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use) during the coiling treatment of aneurysm. The physician used a new device and procedure was completed successfully. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluated by manufacturer- additional information the device was returned for evaluation and the clinical observation could not be confirmed. As received the implant was detached and missing. The instant detacher was not returned. The axium prime pushwire was found broken into three separate segments but retained together with the release wire. The proximal segment found with the tack weld replacement (twr) crimps loose, the distal segment of the pushwire was found intact distal to the break indicator at the manual detachment location (via hypotube). Additionally, the pushwire was found bent at the proximal end. All other subassemblies appeared to be normal and no other anomalies were observed. Follow up was conducted regarding missing coil; however no response received. The instant detacher and the implant coil were not returned for evaluation; therefore, any contributing factors from these could not be assessed. We are unable to definitively determine the cause of non-detachment; however based on our analysis findings user context may have contributed. It was reported that the customer reported attempting to detach the implant coil by the manual method but the pushwire was found intact distal to the break indicator at the manual detachment location (via hypotube). It is possible that the pushwire became bent and the implant coil detached and became lost during return to medtronic for evaluation. All coils are 100% inspected for damages and irregularities during manufacture. *per the axium prime detachable coil and i.d. (Instant detacher) instructions for use (IFU), "if the coil does not detach after 3 at tempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher)." Also, "in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.